Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for minor diabetic ketoacidosis. The territory manager stated that the customer had received several no delivery alarms prior to the event. Nothing further was reported.